Manufacturer narrative:
(B)(4). The cause of the peritonitis was a break in aseptic technique. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e17016 and h13f05068 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed

Event description:
It was reported a patient experienced peritonitis manifested by mild abdominal pain, cloudy effluent, low grade temperature, nausea and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. It was unknown if a peritoneal effluent analysis was performed. On an unreported date, the patient began treatment with vancomycin and gentamycin (intraperitoneally, doses and frequencies not reported) for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the symptoms of peritonitis resolved. The patient experienced a myocardial infarction and cardiac arrest six days after the event of peritonitis. Treatment was not reported. On that same day, the patient died due to the cardiac arrest and myocardial infarction. The patient had not recovered from peritonitis prior to death. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).